Manufacturer narrative:
An event of unable to connect to device was reported to abbott. A software investigation was performed by reviewing session records and data logs provided from the customer. Based on the information provided, it was determined that the patient application can find the device, but is unable to connect due to a credential error.

Event description:
It was reported that intermittent ble (bluetooth low energy) telemetry was noted on the device during remote monitoring. Abbott remote services was contacted; however, no intervention has been performed at this time. The patient was in stable condition.